Event description:
It was reported during the patient's drg system trial implant procedure a cerebrospinal fluid leak occurred as the physician experienced difficulty when placing the lead at l2. Postoperative, the patient was advised to lay on her back and drink caffeinated beverages. Follow up identified the issue has resolved.